Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024, two infusion set were kinked, and infusion set is long for less than 48 hours. The site of insertion is abdomen. The blood glucose level was 405 mg/dl and blood glucose level were high and its addressing issue due to correction injection via multiple daily injection. The patient is hospitalized on (B)(6) 2024 and went to emergency room and patient is also got issue with diabetes and on (B)(6) 2024 patient is only faces kinked cannulas company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.